Event description:
It was reported that during a da vinci-assisted surgical procedure, non-intuitive motion occurred with a maryland bipolar forceps. The customer had replaced the instrument with a backup instrument of the same kind. The customer was advised to inspect the instrument movement after reseating the sterile adapter with another arm. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc (isi) technical support engineer (tse) was contacted for troubleshooting assistance. The tse advised the customer advised to inspect the instrument movement after reseating the sterile adapter with another arm. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the maryland bipolar forceps instrument moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure performed is a prostatectomy - radical extraperitoneal without lymphadenectomy. The issue occurred while the surgeon's head was inside the surgeon console¿s high resolution stereo viewer and while the surgeon was attempting to manipulate the instruments. The device's failure was not related to an inability to move the instrument at all. The issue occurred intermittently. The customer replaced the faulty maryland bipolar forceps instrument with a backup instrument of the same kind. The faulty instrument and drape accessory are not available for return. There was no injury to the patient as a result of the event. The device was inspected prior to use and no damage or anything out of the ordinary was noted.

Event description:
Refer to h10/h11 for follow-up information.